Manufacturer narrative:
Device evaluation summary: the everflex entrust stent was returned for evaluation. The everflex entrust was returned without the red safety pin inserted the handle assembly. The catheter was flattened/crushed approximately 12cm from the distal tip of the catheter. The distal tip of the catheter showed the outer diameter was mis-shaped. A portion of the outer dip was pushed inwards restricting the luminal clearance. It was verified the stent remained loaded within the catheter. The tantalum spheres of each end of the stent were visible. It should be noted the damage to the distal tip and catheter shaft was at the distal and proximal ends of the stent. According to the product labelling the stent length is 12cm. A 0.035" guidewire was attempted to be front loaded, however the wire was unable to enter the deformed tip. The thumb-wheel was rotated with no resistance, however there was no indication the stent was attempting to deploy. The strain relief was removed and observed buckling to the inner assembly approximately 5cm distal the handle assembly. The black pull cable was not attached and showed the cable was frayed. The handle assembly was cracked opened and verified the proximal portion of the pull cable was loaded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use of an everflex self-expanding stent with entrust delivery system with a 5fr sheath and 0.035 guidewire for the treatment of a 12mm moderately tortuous/calcified lesion in the biliary artery of diameter 8mm. Lesion exhibited 60% stenosis. Embolic protection was not used. No damage noted to packaging or device upon inspection. IFU followed and device prepped without issue. No pre-dilation was carried out. It was reported that deployment difficulties were experienced upon attempting to deploy the stent. Resistance was encountered during delivery to the lesion. The thumbscrew/lock-pin was checked for securement prior to procedure and lock-pin was removed prior to attempting to deploy. The device did not pass through a previously deployed stent. Physician removed the device and completed the procedure using a non-medtronic self-expanding stent. No patient injury was reported.